Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported that the previously working remote monitor, did not power on even after setup was verified. The power cord was replaced. No patient complications have been reported as a result of this event.

Event description:
The patient reported that the previously working remote monitor, did not power on even after setup was verified. The power cord was replaced. No patient complications have been reported as a result of this event. It was further reported that the monitor has been returned.

Manufacturer narrative:
Product event summary: the monitor was analyzed and the product passed the bench power up test. The monitor demonstrated passing of the full debug mode test, which was verified. No defect was found upon analysis conclusion and the complaint was not confirmed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.